Event description:
Intubated pt on the ventilator was noted to have his oxygen saturation level drop and the ventilator's alarm system failed to sound. The pt required manual ventilation until a different ventilator could be set up. Here are the findings the tech made concerning the ventilator involved in the incident in ticu. The first thing that the tech did was write down all the ventilator settings as they were on the pt at the time. They are listed below. Preset insp. Min. Vol. 1/min=14.0. Square wave. Breaths/min.=20. Insp. Time %=50. Pause time %=10. Adult setting. Lower min. Vol. Alarm setting=4. Upper min. Vol. Alarm setting=20. Trigger sensitivity limit=negative 2. Upper pressure limit=50. Peep=0. Insp. Press. Level=0. Simv breaths=12. Simv mode. With these settings the tech on the siemens test circuit and recorded the following results: working pressure=60. Mean airway pressure=8.5. Pause pressure=24.3. Peak pressure=31.7 02%=21.3% exp. Min. Vol.=8.2. Exp. Tidal volume=726-732. Insp. Tidal volume=724-731. Breaths=11.4.once the tech recorded these readings on the "as is" settings the tech proceeded to put the ventilator into its calibration settings as per chapter 13 of the operators manual. The tech then wrote down the following results. Mean airway pressure=7.1 pause pressure=19.0 peak pressure=24.3 02% = 21.2% exp. Min. Vol. = 7.8. Exp. Tidal volume = 384-386. Insp. Tidal volume = 384-386. Breaths = 20.3 by observing these readings the tech feels that the ventilator is slightly out of calibration but not enough to make any significant problems with the ventilator itself. The readings are indicative of this. By this time the tech went ahead and proceeded to make the minor calibration adjustments to the ventilator. Which included the following: the airway pressure meter was reading 6 instead of 0 as outlined in step 4 of the calibration procedure. The digital display was reading 1.0 instead of 0.0. The exp. Min. Vol. Was reading 7.8 instead of 7.5. The insp. Tidal volume is now reading 381-384. The exp. Tidal volume is now reading 368-373. These readings are still well within the mfrs specifications.